Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level of 620 mg/dl which was due to a bent cannula from the infusion set. The infusion set had been used for less than a day and the patient had received one alert/alarm for the high blood glucose level. Subsequently, on (B)(6) 2021 (event date), the patient was hospitalized due to diabetic ketoacidosis, where he was administered fluids of saline and insulin intravenously and also, he thinks he was on potassium as corrective treatment which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.